Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. A complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Approx 1 mm deep cut on anterior chamfer on medial side. Incorrect reporting of distance to bone with green probe and planar probe , probe as reading 2mm proud when implant looked deep on medial side. R) tka.

Event description:
Approx 1 mm deep cut on anterior chamfer on medial side. Incorrect reporting of distance to bone with green probe and planar probe , probe as reading 2mm proud when implant looked deep on medial side. R) tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.